Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1g), amikacin injection (100mg) start dose followed by imipenem injection (500 mg, one bag / day) amikacin injection (50mg one bag / day). At the time of this report, the patient recovery and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, e3, g2, h6 and h11. B5: upon follow up, the cause of peritonitis was break in aseptic technique. The patient was discharged from the hospital after four days. The imipenem and amikacin antibiotics were discontinued after 15 days. At the time of this report, the patient recovered from all the events. Retraining for break in aseptic technique was done. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b2, b5 and h11. B5: the patient was admitted to the hospital due to cloudy fluid and abdomen pain on an unknown date. H11: . Should additional relevant information become available, a supplemental report will be submitted.